Event description:
It was initially reported by a physician's office that the pt had their generator moved as "she had picked at it down to the device". The device had not been replaced at this time, and the leads were left intact. Later info indicated that the pt would not like the vns implant any longer; furthermore, the site had reportedly becomes infected prior to its explant. F/u with the physician revealed that the pt had always been a "picker" and she had exposed the device by her picking. However, the physician stated, the extrusion was not related to vns at this time. A review of the MFR's design history records indicated that both the leads and the generator were properly sterilized prior to shipping. The generator was returned to the MFR for analysis and was found to have no sharp edges or other surface anomalies. The pulse generator was found to be operating within designed limits.

Manufacturer narrative:
Analysis of labeling performed. Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.